Event description:
It was reported that the pt was being ventilated with a puritan bennett ventilator delivering 100% oxygen, used with a fisher & paykel healthcare (fph) rt240 breathing circuit, an mr850 humidifier, and an mr290 humidification chamber. An attending nurse noticed flames at the head of the bed and immediately approached the pt. The nurse attended to the pt while two other staff members disconnected the oxygen and extinguished the fire. The pt was stabilized at medical center. The pt was later transferred to the hospital where a consultant estimated first and second degree burns over 1-2% of the pt's body. The pt has since expired and the cause of death has not been reported to fph. Fire damage occurred in the region near the pt-end of the breathing circuit as well as parts of the bedding.

Manufacturer narrative:
Fph is conducting an extensive investigation and is working closely with the ecri institute (an independent investigation organization). The info that follows summarizes the investigation to date from site visits and discussions with the hospital and the ecri institute. Staff from fph traveled and met with the hospital reps and the ecri institute on september 5, 2008 and again on september 10, 2008. The hospital kept all equipment which has been handed over to the ecri institute for further analysis. Fph understands that the circuit in use at the time of the fire had been in used for a period of 14 days, rather than for 7 days, which is the recommended period of use as set out in the warning in the instructions for use. In accordance with usual procedures, fph is conducting an investigation which includes a review of the hospital practice and the production records and processes. Fph expects to have concluded the first stage of its investigation within 30 days and will be providing a f/u report.